Event description:
It was reported the patient experienced approximately 50 shocks and the device was at eos with a charge circuit time out. It was also reported there were a total of 30 capacitor charges with long charge times of 24 to 28 seconds. The device was removed and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported the patient experienced approximately 50 shocks and the device was at eos (end of service) with a charge circuit time out. It was also reported there were a total of 30 capacitor charges with long charge times of 24 to 28 seconds. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Corrected source type code and device code. Removed facility aware date. Evaluation summary: (B)(4) no anomalies were found. The actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Review of data collected from the device revealed long charge time, not eri (tachy) was identified and excessive charge time patient alert observed on (B)(6) 2010 in the patient alert log.